Event description:
It was reported that a spectrum pump had a problem with the downstream occlusion sensor. This was discovered during testing and it was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed downstream occlusions (through the history log) but did not reproduce any issues with the downstream occlusion sensor. The device passed all occlusion testing and was operating within specification.